Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) did not observe a pump jam or belt slip, but he did observe the roller pump belt to be broken down and observed belt fragments throughout the assembly. He also observed iron oxide built up on the race retention/rotation ring and the ball bearing. It was determined that the roller pump did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the suction roller pump displayed a 'belt slip' and 'pump jam' message and stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) while on cpb, whereby a small four inch roller head, designated for suction use, had a belt slip and pump jam, stopping the pump. The roller pump was changed out, with no delay, no blood loss, and no adverse event and the procedure was completed successfully.